Event description:
It was reported to philips that the allura system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the start-up console was faulty. The fse replaced the start-up console which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Analysis of the system log file did not show any turn on problems. During troubleshooting, the fse found that the start-up console was faulty. The start-up console failure could not be confirmed by the supplier's part analysis, however the replacement of the start-up console by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.